Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the event data. Quality control was within acceptable range. The hsc specialist stated that the subsequent repeat testing occurred either from the same aliquot well as original, or on an original sample and alternate dimension vista instrument, from new aliquot wells. Phosphorus (phos) was the first test sampled and ecrea was the last test sampled from aliquot well 23. All other test results processed from this well were confirmed upon repeat testing. There was no indication of reagent delivery issue based on the result monitors for ecrea. Phos had no result monitors and no foaming was indicated. This was a single aspirate aliquot delivery i.e. One sample pickup from a tube and delivered to one aliquot. However, c - reactive protein (crp) was run on the same aliquot, which requires a 1:20 pre-dilution. Therefore, 10 ul was taken from the first aliquot (well 23), and deposited in well 24 to make the 1:20 dilution for crp. Well 23 ran all tests except crp.crp was run from well 24 and used plasma protein diluent for the dilution. There is a potential that during this process a bubble may have been trapped in the aliquot well. The hsc specialist noted that there were several errors associated with the event. There were aliquotter probe clog detected errors, integrated multi-sensor technology (imt) probe run was failed and there was excessive noise on imt probe diluent the day before and the day after the discordant result was obtained. The hsc specialist concluded that the potential cause of the issue may have been due to air in the aliquot well or gel contamination of sample delivery. The cause of the discordant, falsely low ecrea result on one patient sample is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely low enzymatic creatinine (ecrea) result was obtained on one patient sample on a dimension vista 500 instrument. The initial result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate dimension vista instrument, resulting higher. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low ecrea result.

Manufacturer narrative:
Additional information (09/30/2017): siemens customer service engineer (cse) and regional support center specialist (rsc) were dispatched to the customer site. They performed total decontamination, checked sample probe 1 (s1) and integrated multi-sensor technology (imt) arm. The s1 and imt were adjusted horizontality and the vertical motor was swapped. Multiple parts were replaced (s1 drain and probe, reagent 1 and reagent 2 probe and condensate vacuum valve). All probes were aligned. The vacuum at all drains were checked and tubings and connections were inspected. Upon the siemens headquarters support center specialist's recommendations, the imt probe tubing, imt transducer assembly and meter pump were checked. The cse and rsc specialist checked the common utilities of the system and worked towards avoiding internal cross-contamination and misalignment of the probes. Quickcheck, quality control, precision testing, and service tests were run, all of which were within specifications. The customer was advised to observe the aspect of tube when a discordant result occurs and to rerun the tube on the same and alternate instrument. The cse and rsc specialist have enabled panic tests on the instrument and some rules have been settled in the laboratory information system. As a result, many tests are run twice or 3 times. The sample tube may have potentially caused the issue. The cause of the discordant, falsely low ecrea result on one patient sample is unknown. The device is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The repeat result was reported to the physician(s).